Manufacturer narrative:
(B)(4). Black plastic present in package. One sealed package was received in good condition with no sales unit carton. Upon visual inspection of the package, it was confirmed that black plastic was present in the package. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, the sterility package is contaminated. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient.